Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 50 mg/dl. Reportedly, cause of bg was due to the customer's body taking a while to process the bolus that was delivered via the pump. Carbohydrates were consumed to address bg.